Manufacturer narrative:
Serial #, lot #, & expiration date - corrected data: initial MDR inadvertently listed "ni" for the serial #, lot #, and expiration date.

Event description:
Further follow up with the nurse confirmed that the patient¿s increased seizure began around the end of (B)(6) and carried through the patient's last visit at the beginning of (B)(6). The nurse informed the programmer could no longer communicate with the generator, as the battery is believed to have fully depleted; and therefore, the most current battery status is unknown. Since the last know battery status was near end of service (neos-yes) in (B)(6) 2018, the physician has assessed that the battery is completely depleted and that loss of the vns therapy is causing the increased seizures. An implant form was later received confirming that the patient's generator was explanted and replaced due to battery depletion. It was noted that the patient¿s generator "could not interrogate" at the surgery. Device return is not expected, as the explanting facility historically discards explants out of the gross room. No other relevant information has been received to date.

Event description:
It was initially reported that a patient had been referred for generator battery replacement due to battery depletion, since a near end of service (neos) battery indicator had presented. It was later reported that the patient was experiencing an increase in seizures following a drop seizure a week prior. The patient's mother requested that the generator replacement be moved up due to the drop seizure. No known surgical intervention has occurred to date. No other relevant information has been received to date.